Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. The global transmitter final functional test was performed and passed with no deficiency. A voltage test was performed and passed. Share data log review was attempted, but failed. There was no data for review. Confirmation of a failed transmitter failure is undetermined. A root cause could not be determined, as the reported allegation was not found.